Event description:
It was reported that this right ventricular (rv) outflow tract lead was part of the system revision due to infection. No adverse patient effects were reported. The rv outflow tract lead was explanted.